Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer changed out infusion sets, but root cause could not be determine since customer declined to trouble shoot or give more information to tandem system support. No reported impact to the customer¿s blood glucose level.